Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that after cutting the femur, the trial femoral component came off during trial of deep flexion with trial. The femoral component also came off during trial of deep flexion with tibial component (implant) and trial insert. Surgeon grafted bone to the anterior site and the procedure was completed. Precision blade was used.

Event description:
It was reported that after cutting the femur, the trial femoral component came off during trial of deep flexion with trial. The femoral component also came off during trial of deep flexion with tibial component (implant) and trial insert. Surgeon grafted bone to the anterior site and the procedure was completed. Precision blade was used.

Manufacturer narrative:
The exact cause of the reported event could not be determined as the complaint device was not returned for evaluation. If the device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.